Manufacturer narrative:
The reported blood loss is attributed to the operator not completing rinseback as directed in the user's guide. The cycler was returned and is pending evaluation results. The exact cause of the alarm cannot be determined at this time. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred twice during a routine hemodialysis treatment. The operator discontinued treatment without performing rinseback, resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased. No other medical intervention was required.